Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose was 495mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.